Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 320 mg/dl. The customer was treated with insulin pump. The troubleshooting was performed. The customer was advised that everything passed its test, and we would recommend her to speak to healthcare provider to see what he can recommend or other possible causes.